Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.